Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the patient experienced poor visual acuity and 'unnatural vision'. It is reported that the patient does have a very small pupil which might have been some of the reason of the vison issues along with the patient being disturbed by the 'central element' in the lens. The lens was exchanged during a secondary procedure. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported visual issues. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provide that the reported 22.0 diopter extended depth of focus lens was replaced with a non-company monofocal 21.0 diopter lens. The manufacturer internal reference number is: (B)(4).